Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image went black for 2 to 3 seconds during therapeutic cholecystectomy procedure involving an olympus rigid video laparoscope while the device was inside the patient. The operation was completed with the same device. There was no patient injury reported.